Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of scratched lens in and out; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had an unspecified issue. Additional information has been requested, received and stated the lens was loaded into company cartridge then placed in an inserter, it was then injected into the eye and a scratch was noticed on the lens. How the scratch got their reporter did not have an answer for. Lens was then removed and replaced with a new unspecified lens during initial procedure. There was no patient harm.